Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 04 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient complained of pain in the abdominal wall, specifically around the stoma site. The stoma site was red and inflamed. An endoscopy confirmed that there was an abdominal wall abscess. The abscess was incised and the patient was sent home under antibiotic therapy. Per additional information received 03 mar 2020, when asked if the abscess was connected to the feeding tube, the hospital replied "not to our knowledge."

Event description:
Per additional information received 9 mar 2020, the abdominal pain began on (B)(6) 2020. The hospital also clarified that they believe the abscess was related to the position of the retention bumper.

Manufacturer narrative:
All information reasonably known as of 12 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.